Event description:
It was reported that during an unk procedure, a click was heard when the anvil was reattached to gun, but kept slipping off while the stapler was being closed. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.